Event description:
Mammography unit malfunctioned during weekly quality control process. Contacted service to send a field engineer. Patients not able to be imaged until corrected. All 30 patients were contacted. Eight patients rescheduled.